Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the procedure was to treat a mid right coronary artery (rca) lesion, which was mildly tortuous and mildly calcified. After the xience stent was deployed at 14 atm, post dilatation was performed at low pressure. After the xience stent was deployed, a proximal edge dissection was noted, which required treatment with an additional xience stent to cover the dissection. The treatment was successful and the patient left the cath lab in stable condition. No additional event or patient information is available.